Event description:
While wearing the external equipment, the pt reportedly experienced intermittency between the external equipment and the cochlear implant. The pt was seen at the center for device eval. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006 and then 14 months later, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. However, the reported problem was not resolved. A decision was made to explant the cii device. Surgery to explant the pt's device is to be scheduled.